Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system would not boot up and getting initializing errors. Upon troubleshooting fse found that host pc would not boot up when the system was powered on. The defective parts were returned for analysis, for host pc, malfunction was not observed. To resolve the issue, fse replaced host pc and performed functional checkout and all tests passed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not boot up and getting initializing errors. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.